Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument and performed failure analysis. The mcs instrument was analyzed and found to have blade damage at the tip of the blade. Both of the blade edges were indented, which prevents the blades from closing. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for failure analysis evaluation. However, as of the date of this report, the failure analysis has not been completed. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the monopolar curved scissors instrument was dull and tearing tissue. At the time the event occurred, the surgeon was dissecting around the prostate. However, according to the site's robotics coordinator, there was no significant damage and no bleeding. It is unclear if any medical intervention was rendered due to the torn tissue. There was a slight delay with the procedure and a backup instrument was used to complete the procedure. There were reportedly no adverse effects to the patient and the patient has since been discharged home.